Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty closing the foot or mechanical jam with the lever may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated.

Event description:
Subsequent to the initially filed report, the following correction was made: resistance was felt while returning the lever back to its original position, and not the plunger. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a pulsed field ablation procedure using a 7f sheath. Reportedly, resistance was felt during foot deployment, step 1. Resistance was felt while returning the plunger back to its original position. The prostyle device was removed and the foot was observed to be out of alignment. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.